Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum output due to dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.